Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer had continuous to fails after medication pull. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 7.2 continued to fail after medication pull. A field service engineer found that the row board cable connections were contaminated. The fse cleaned the debris from the drawer and reseated the connections. After resuming testing, they identified a failed pocket due to memory errors and handed the failed pocket over to the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.